Event description:
Customer reported receiving a button error alarm on the insulin pump after jumping into the pool. Customer's blood glucose reading at the time of the call was 88 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.